Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from other non-health care professional. This case concerns a (B)(6) yr old male pt who developed pseudo-septic type reaction after receiving treatment with synvisc one injection. No relevant medical history, past drugs, other concomitant medication or concurrent condition was reported. On an unk date, the pt initiated treatment with synvisc one injection (route of administration, dosage regimen, batch/lot number an expiration date were not provided) into an unspecified location for an unk indication. On an unk date, the pt experienced pseudo-septic type reaction. It was reported that the doctor aspirated 51 cc of fluid followed by 2 cc of lidocaine, 2 cc bupivacaine hydrochloride (marcaine) and triamcinolone acetonide (kenalog) at a dose of 80mg. Action taken: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.